Manufacturer narrative:
Country: the patient noted they were in (B)(6) at the time of report and had inquired about getting the device checked while in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported his implantable neurostimulator (ins) was ¿not working anymore.¿ when asked when the issue had occurred, the patient noted ¿a couple of years ago.¿ it was noted the patient had inquired about how to get the device replaced at the time of report. No further event information was reported; no complications were reported or anticipated. It was noted the patient¿s indications for use were non-malignant pain and post lumbar laminectomy syndrome.